Event description:
To date, the local representative has not been contacted by the physician or the clinic.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this hcp contacted ts to discuss details on a displayed fault code#1003. Ts discussed the issue and recommended that the device be explanted and replaced.

Event description:
Boston scientific received information from the local representative that this device was explanted in (B)(6) 2012. The local representative was unaware if the device will be returned for laboratory testing. To date, the device has not been received at boston scientific's return products.

Manufacturer narrative:
The available information suggests that this device remains in-service. The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this patient contacted patient services (ps) to report that the device is generating beeping tones. The physician is aware of the beeping tones and has instructed the patient to perform a patient initiated interrogation (pii) using the patient's monitoring system communicator. Subsequently, the clinic nurse contacted boston scientific's technical services to report that this patient's device detected a yellow alert (fault code#1003). Ts discussed the issue and recommended that the patient should be scheduled for device replacement. The clinic nurse was informed that the local representative could be contacted to assist with replacement and return of device for laboratory testing. Three days later, the physician contacted ts to discuss the issue and commented that the patient had been scheduled for device replacement. To date, the available information suggests that this device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--